Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device reveal that the controller pocket on the waist pack was torn. As a result, the reported event was confirmed. The most likely root cause of the report event can be attributed to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s waist pack cloth cracked. The waist pack was replaced. No patient complications have been reported as a result of this event.